Event description:
Flexiva ID 1000 laser fibers (ref number m006r8403940 lot #s 0000008379 and 0000007831) tips both fractured within 30 seconds of being used. New laser fibers obtained, no delay in care. FDA safety report ID(s)# (B)(4).